Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. (B)(6). The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 after approximately 3 years of support, the patient's system controller produced a red heart/change controller/controller fault alarm, and the pump running symbol was not illuminated during. The patient was reportedly responding adequately to questions, and did not feel symptomatic during this time. Three minutes after connecting to the back-up system controller at home, low flow alarms occurred. The patient went to the hospital and a third system controller was utilized, and immediately a pump stoppage was observed. Another pump stoppage reportedly occurred on (B)(6) 2017. The lvad system was placed back on the second system controller and was issued a non-grounded patient cable for use with the power module. On (B)(6) 2017, an external driveline evaluation was performed by the manufacturer's technical services representatives; however, fluid was found inside the driveline. It was reported that no further intervention was possible, and that the plan is for the patient to receive a heart transplant as soon as possible. The lvad system would remain connected to an ungrounded power module patient cable or batteries until transplant. No additional information was provided.

Manufacturer narrative:
The reported incident of pump stoppages and low flow alarms was confirmed through the evaluation of the submitted system controller log file. Low flow hazard alarm and intermittent motor stopped alarm events were captured in the submitted log file and were associated with elevated pump power values. The recorded pump speed values captured in the log file did not exceed 9150 rpm which is below the set speed of 9400 rpm. Review of x-ray images of the internal and external portions of the driveline found no areas of suspected damage. The explanted device was not returned for evaluation; therefore, the root cause of the reported event could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2017. No additional information was provided.